Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl which caused vomiting. Cause of bg level not provided. Reportedly, the customer drank water, completed an infusion set change and administered a bolus via the pump to treat bg. The customer declined to provide additional information to tandem technical support regarding the event.